Event description:
It was reported that the pacing and sensing connection of this lead was capped during a generator replacement on (B)(6) 2021, approx. 79 months after the implantation. The shock part of the lead was left active. Then, on (B)(6) 2022 the patient received inappropriate shocks due to oversensing and was hospitalized. The tachycardia therapy was switched off. Lead remains implanted but is no longer providing therapy. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided device data showed the reported inappropriate shock delivery on the (B)(6)2022. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.